Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the last two weeks has had accidents in public and can't hold it at all. Patient said that even at home can't get to the bathroom in time. Patient said doesn't get any urge and then all of a sudden gets an overwhelming urge. When asked, no changes to any medical conditions or medications however patient said was on vacation and may have drank more alcohol. Patient did mention does drink alcohol at home. Reviewed therapy information and general programming guidance. With instruction patient connected to implant and made a slight increase. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Patient also mentioned that when first placed communicator over implant site, but before tapped find device, felt a jolt at implant site and then it stopped.